Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded atrial tachy response (atr) episodes due to possible respiratory rate trend (rrt) oversensing. Technical services reviewed the case and stated that the rrt feature was on, but this ICD did not have the newest firmware that adds the signal artifact monitoring (sam) feature and recommended to bring the patient for in-clinic interrogation. Sam should be downloaded to this device. No erratic or high impedance was noticed. Further information was received indicating that the firmware was updated, and the atrs were confirmed to be caused due to rrt oversensing. This right atrial lead remained in service and was eventually abandoned and replaced due to high impedance measurements out-of-range of over 3000 ohms caused by a conductor fracture. No additional adverse patient effects were reported.